Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00134. This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cap fell off during an endoscopic retrograde cholangio pancreatography under sedation. The patient was scoped to find the cap, but it was not found. There were no reports of further patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.